Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a mild irregularity of the outflow channel, possibly an irregular thrombus as well. Computed tomography angiography (cta) for trans apical valve replacement (tavr) was performed on (B)(6) 2022 and showed hypodensity around the periphery of the outflow graft. No intervention was performed as the surgery team felt that intervention was not needed. It was later communicated that the patient was asymptomatic throughout the event. The patient's medication was adjusted to add daily persantine 75mg.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed, and a specific cause could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No product is available for investigation. Multiple attempts were made to obtain the referenced computed tomography angiography (cta) image(s) from the customer regarding the event; however, none was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.